Manufacturer narrative:
Product analysis: the product remains implanted. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a computed tomography (CT) scan showed posterior infarction on the left side of the occipital to temporal lobe. Partial paresis and hemiparesis of the right leg and arm was noted. No treatment was prescribed. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.